Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a cementless unicompartmental right knee arthroplasty had been performed on (B)(6) 2021, the patient experienced subsidence of the tibial tray and the fracture of the blade region of the tibial anchor. Postoperative x-rays conducted on an unspecified time frame suggest a malposition of the femoral component resulting in edge loading of the tibial tray. The patient underwent revision surgery on (B)(6) 2022 to treat this adverse event. During this procedure, all the components from the uka prosthesis construct were explanted and replaced with an unspecified system. The patient's outcome is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and did not reveal any defects. The clinical/medical investigation concluded that, it is unknown if the malposition of the femoral component was due to implantation or a shift over time. The engage surgical instructions for use for the device, lists permanent valgus or varus deformity that requires correction for the knee to function satisfactorily post-op as a contraindication for partial knee replacement. Therefore, based on the information provided, we cannot rule out a procedural variance or the varus deformity as contributing factors that led to edge loading and the reported events. The patient impact beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data did not revealed similar previous events for the listed device. A review of the instructions for use documents for engage partial knee system revealed in contraindications that unicompartmental replacement is contraindicated in patients who have a permanent valgus or varus deformity that requires correction for the knee to function satisfactorily post-op.c it also states that tibial subsidence has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action may be indicated.

Manufacturer narrative:
H10: the device was not returned for evaluation. However, an undated pre-op x-ray demonstrated a tibia vara deformity. The clinical/medical investigation concluded that, it is unknown if the malposition of the femoral component was due to implantation or a shift over time. The engage surgical IFU for the device, lists permanent valgus or varus deformity that requires correction for the knee to function satisfactorily post-op as a contraindication for partial knee replacement. Therefore, based on the information provided, we cannot rule out a procedural variance or the varus deformity as contributing factors that led to edge loading and the reported events. The patient impact beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for engage partial knee system revealed that tibial subsidence has been identified in adverse effects and complications. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that a similar event was identified and determined that the primary root cause is insufficient surgeon and medical education training program. Furthermore, there were limited resources available to engage to complete a more detailed surgeon training program. The following actions will be performed: build robust sales training and medical education program for engage products, deliver training to active surgeon users and hold quarterly surgeon training events. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported incident could be corroborated as the device required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).